Manufacturer narrative:
Investigation summary: two photos were received by our quality team for evaluation. From the photos, foreign matter was observed on the barrel tip. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no sample was returned to determine the foreign matter type, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd luer-lok¿ syringes contained foreign matter. The following information was provided by the initial reporter: "anaesthetist from same group found brown discoloring."